Event description:
The customer stated that they received questionable high results for five patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501. The samples were processed on a modular pre-analytics (mpa) system, which aliquoted the samples into cups prior to testing these on the c501 analyzer. The primary tubes of the samples were then repeated on the same analyzer and a second c501 analyzer. The repeat results were different from the initial results measured from the sample cups. The customer also noted that they have had the same issue recently on this instrument and had service dispatched for this. Of the five samples, four had erroneous initial sodium results which were reported outside of the laboratory. The repeat results measured on the same analyzer and the second c501 analyzer were believed to be correct. The aliquot cup from the first sample initially resulted as 140 mmol/l. The primary tube of the sample was repeated on the same analyzer, resulting as 135 mmol/l accompanied by a data flag. The primary tube of the sample was repeated on the second c501 analyzer, resulting as 134 mmol/l accompanied by a data flag. The aliquot cup from the second sample, collected from a (B)(6) male, initially resulted as 149 mmol/l accompanied by a data flag. The primary tube of the sample was repeated on the same analyzer, resulting as 142 mmol/l. The primary tube of the sample was repeated on the second c501 analyzer, resulting as 142 mmol/l. The aliquot cup from the third sample, collected from an (B)(6) female, initially resulted as 148 mmol/l accompanied by a data flag. The primary tube of the sample was repeated on the same analyzer, resulting as 144 mmol/l. The primary tube of the sample was repeated on the second c501 analyzer, resulting as 141 mmol/l. The aliquot cup from the fourth sample, collected from an (B)(6) female, initially resulted as 148 mmol/l accompanied by a data flag. The primary tube of the sample was repeated on the same analyzer, resulting as 144 mmol/l. The primary tube of the sample was repeated on the second c501 analyzer, resulting as 142 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer and field application specialist performed testing of cups processed on the mpa and primary tubes. All quality controls recovered within the customer's ranges. The performed testing showed that the sodium results were higher in the cups due to exposure to the environment over time. This led to evaporation of the sample in the sample cups. The primary tubes were capped. The relative humidity of the laboratory at the time of testing was 25 %, which is outside of the specified range required for the c501 analyzer (30 - 85 %). The c501 analyzer was found to be operating within specifications. Investigations of the c501 analyzer determined that the performance if the ise unit was not the root cause of the issue.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.